Manufacturer narrative:
Manufacturing date: september 6, 2016 ¿ september 7, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a white particle lodged under the checkband. The particle was further evaluated via fourier transform infrared spectroscopy and found to be acrylic material. The reported condition was verified and the cause of the leak was due to the white particle. The cause of the particle was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the protective cap of a large volume infusor after filling with iloprost and nacl 0.9%. There was no patient involvement. No additional information is available.